Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to a recrudescence of original event, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient was unable to move his right arm and had an embolic stroke. Imaging revealed an emboli in the branch of middle cerebral artery (mca) and the stent was open. There was no additional intervention performed and the patient's stroke symptoms improved in approximately 48+ hours. At this time, it is unknown if the reported event is related to a recrudescence of original event, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.